Event description:
Customer reported that when setting up the machine the purging function did not work. When the surgeon tried to use it, nothing happened when activating the foot pedal. Everything was disassembled and reassembled with no change. Surgery had to be done with a regular saw equipment. This is report 1 of 1 for event# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, the testing of the instrument noted that it was not possible to purge, either from the pedal or console. It was not possible to activate the sawing function. After manipulating the pedal with gently knocking on the plastic, the purge function started to work. The evaluation found that the control unit (mainboard) was not functioning correctly due to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.